Event description:
The product was used during a tonsilectomy procedure. Reportedly, the suture frayed during surgery and broke postoperative. The surgical performed re-operation to correct the condition. The hospital has no add'l info at this time.